Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was intermittently making "siren sounds". Upon reviewing the pump history, it was verified that the customer received incomplete bolus alerts and occlusion alarms. Additionally, upon reviewing t:connect data logs, it was confirmed that the customer also received insufficient usb charge current alerts. The customer stated the alarms were no longer an issue and that the pump battery was able to be charged. Customer acknowledged all of the alarms and stated that the "siren" sound heard from the pump is different than the sound for alerts and alarms. Troubleshooting was unable to be performed for the occlusion alarms as the alarms occurred in the past. The customer stated that the supplies were changed and insulin delivery was able to be resumed. Additionally, it was reported that the wake button would intermittently be unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump still turned on when plugged into a power source. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the occlusion alarm issue was verified. Based on the analysis, the wake button issue, the battery charging issue, and the incomplete bolus alert issue could not be verified. The information will be used for tracking and trending purposes.